Manufacturer narrative:
Continuation of medical devices: product ID 977d260, serial# (B)(4), product type screening device. Product ID 977d260, serial# (B)(4), product type screening device. Product ID 97791, product type accessory. Product ID 97791, product type accessory. Information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 09-jul-2022, UDI#: (B)(4) analysis of the lead ((B)(4)) found the stim lead distal end conductor was broken. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient via manufacturer representative. Caller reported the screen displays an out of regulation (oor) message and settings not available on controller. Caller had patient change groups and issue still occurred oor @ 1.2 - 1.4ma. Caller indicated patient is very active. Additional information was received from the rep. Rep provided device serial numbers and patient information. The cause of oor/settings not available was not determined. Patient was reprogrammed aroundcontacts and patient was able to adjust with great pain relief. The issue was resolved and the information was confirmed with the hcp. On (B)(6) 2018, rep reported that patient completed trial today and was present for trial lead removal. Physician wants manufacturer to analyze trial leads and wens. During trial procedure on (B)(6) 2018, one electrode showed as "bad" on tablet during implant with unknown impedance values, contact number or other information about it. Caller also noted that leads were reseated on wednesday, (B)(6) 2018 and two more leads showed as "avoid" with no noted values or electrode numbers. Caller ran impedance test today which resulted in the following: electrodes 8 and 0 showed as "avoid" <(><<)>300ohms electrode 11 showed as "do not use" = all pairs with 11 over 40k ohms. Impedance value for pair 8 and 11 = >40k ohms impedance value for pair 0 and 8 = 190 ohms. No symptoms were reported and no further complications were reported/anticipated.